Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient confirmed there were no particles in the device. The patient is still using their device and cleans the reservoir hose and masks with a mixture of vinegar and water. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Additional information received from the patient indicates there is no allegation of particles or residue in the device. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received a follow up report will be filed. Section h6 device problem code, there was no allegation of degradation.

Manufacturer narrative:
H3 other text : not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.